Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the unit had no power due to a cut in the pyxibus cable. A field service engineer (fse) replaced the damaged pyxibus cable, and the customer confirmed that the device was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the pyxis alerted and shut down while nurse was pulling a medication. User tried to restart using back switch and placed the plug in different power source but not turned on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.